Manufacturer narrative:
Field service engineer (fse) arrived onsite and the computer powered up correctly. Fse performed numerous power cycles and image acquisitions with no discrepancies found. Fse performed a drive diagnostics and sent system logs to technical support (ts) for review. Tech support investigated and reported nothing in the logs regarding the issue described by customer. Fse also verified that the customers ups was operational. The imaging system was tested for several hours with no discrepancies. Fse completed operational verification per service checklist. Unit passed checkout procedures and was returned to service.

Event description:
Customer reports via phone that weekend staff reported imaging computer lost power during procedure. Staff was unable to successfully reboot imaging computer. A portable c-arm fluoro unit was used to complete procedure. No reported injury.